Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit was auto cycling. It is unknown at this time if there was no patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 184 hours of extended tests at the customer's settings. The ventilator also passed troubleshooting final test, which includes many alarm and ventilation functions.